Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-07230. A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer, h.3 device evaluated by manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Strain relief punctured at 7 cm from the esheath+ hub. Liner torn under strain relief at strain relief puncture location. Liner expanded 8cm in length from distal end of strain relief. Scratches along hdpe. No relevant imagery was provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Additionally, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to the observed damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. The complaint for resistance was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) and/or procedural factors (steep insertion angle) likely contributed to the event as scratches were observed in hdpe as indicated and provided information indicated a steep insertion angle. The complaint for puncture was also confirmed based on visual evaluation of the returned device. Available information suggests that procedural factors (excessive manipulation) likely contributed to the event as sheath shaft was punctured as indicated. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, the expansion tool for esheath+ was used and the vessel was not pre-dilated. The esheath+ was inserted into patient without problems but at a steep angle. It was not possible to advance the delivery system through the esheath+ and the delivery system and valve did not exit the tip of the esheath+. The valve on delivery system was withdrawn within esheath+ as one unit. Then, it was observed a esheath+ liner puncture and delivery system came out. The patient was in stable condition with no harm. The perceived root cause of this event was due to the resistance advancing the delivery system through the esheath+ which led to esheath+ liner puncture.